Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm aortic bioprosthetic valve that was required valve in valve intervention due to stenosis and regurgitation due to unknown reasons after an implant duration of 14 years. The patient was implanted with a 26mm transcatheter valve within the existing valve. The procedure was successful and the patient was reported in good condition.